Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable, lot number 10665339, confirmed damage to the outer jacket. Discoloration of the outer jacket as well as the inline connector and controller connector bend reliefs was also observed. Although a specific cause for the observed damage and discoloration could not be conclusively determined, it did not appear to have contributed to an electrical issue. The heartmate 3 modular cable, was returned in used condition. Upon examination, a light tan discoloration was observed in the outer polyurethane jacket along the length of the cable. Additionally, a dark yellow/brown discoloration was observed in the inline connector bend relief and a light yellow discoloration was observed in the controller connector bend relief the outer jacket material appeared to have expanded and stretched in proximal to the controller connector, creating flaps of polyurethane on the sides of the cable. The polyurethane jacket material also had a dried and cracked surface along the length of the cable. The controller and inline connector pins appeared unremarkable. Additionally, the white lock/unlock indicators on the inline connector appeared to be slightly worn off. Log files were not submitted for review. The exchange was done preemptively to prevent fluid ingress. No alarms are associated. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide additional instructions regarding driveline care in sub-sections entitled, ¿what not to do: driveline and cables¿. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was exchanged for degradation of line and outer lining was torn. No alarms were associated with the damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.